Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an adult patient was to received heparin at 30 ml/hr; however, the contents of the bag emptied within 2 hours, sooner than expected. The volume of the bag was not provided. Although requested, no additional patient and event information was provided. No patient harm reported. Biomed evaluated the device and the over infusion was not replicated.

Manufacturer narrative:
The customer¿s report that an infusion of heparin completed earlier than expected could not be confirmed. The received pcu event log had no entries recorded at the incident rate of 30ml/hr. Because the data set was not received a drug search for heparin could not be performed. The pump module event logs were found to have been overwritten preventing the ability to perform any log analysis. Testing and inspection of the two received pump modules identified no malfunctions. Testing showed the devices to be infusing within specifications. The root cause of the reported event could not be identified.